Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on all buttons due to flattened dome switches; no damage to keypad traces and connector on lcd board was not unlocked during visual inspection. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error three times. They could not feel it when they pressed the buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.